Event description:
It was reported that the patient experienced hyperglycemia after a meal when a meal announcement was initially withheld at a glucose of 87 mg/dl and later a ¿more than¿ meal announcement was used while glucose remained elevated, with reported glucose values of 309 mg/dl rising to 327 mg/dl and later decreasing to 293 mg/dl. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included a review of user-reported event details and counseling on appropriate meal announcement use and expected insulin delivery dynamics. Investigation of this case revealed that delayed and then increased meal announcement inputs likely contributed to postprandial hyperglycemia and extended correction time. It was concluded that the device functioned as designed and that the event was related to user handling of meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.